Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by arthroscopy: the journal of arthroscopic and related surgery titled ¿patients who underwent primary hip arthroscopy for femoroacetabular impingement with acetabular microfracture show 77% survivorship at 10-year follow-up.¿ the study reviewed twenty-two (22) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Four (4) patients were documented to have undergone revisions resulting in additional surgery during the follow-up period. Ref: domb, b. G., et al. (2023). "Patients who underwent primary hip arthroscopy for femoroacetabular impingement with acetabular microfracture show 77% survivorship at 10-year follow-up." Arthroscopy 39(5): 1185-1194.